Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06272. It was reported that tip detachment occurred. The target lesion was located in the iliac vein. After a 5f sheath was inserted and a v-18 control wire crossed the lesion, an opticross¿ 18 imaging catheter was advanced. However, during the procedure, the catheter sheared off or detached at the guide wire lumen. The device remained intact. The device was removed and another opticross¿ 18 imaging catheter was advanced but the same thing happened. The procedure was completed with the third imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection and the catheter is complete. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-06272. It was reported that tip detachment occurred. The target lesion was located in the iliac vein. After a 5f sheath was inserted and a v-18 control wire crossed the lesion, an opticross¿ 18 imaging catheter was advanced. However, during the procedure, the catheter sheared off or detached at the guide wire lumen. The device remained intact. The device was removed and another opticross¿ 18 imaging catheter was advanced but the same thing happened. The procedure was completed with the third imaging catheter. No patient complications were reported and the patient's status was good.